Event description:
A ventilator was returned to the manufacturer for service due to a service required code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to a sensor mismatch. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination.